Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the clinical symptom of pain reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
B3: date of event unknown. D10: 142-32-93 - exactech cocr fem head 32mm -3.5 offset 12/14: 1936566. 160-70-13 - exactech nv cemented plus std size 13: 1826535. Pc-13 - exactech stem centralizer 13mm: 1746049. Other non-exactech device - acetabular shell. Other non-exactech device - acetabular liner. Other non-exactech device - screw. Other non-exactech device - screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced right hip pain. As a result, approximately 3 years after initial replacement, the patient was administered a steroid injection in the right hip. No further impact to the patient was reported. No other information is available.